Manufacturer narrative:
Follow-up #1: date of submission 09/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed two cs 215 cgm failure warnings. During investigation, the transmitter was able to be paired with the pump correctly. Blood glucose values were set twice within 2 hours and both values were entered successfully. The pump and transmitter were exercised for 24 hours and the devices performed within specifications. The pump case was removed and no intermittent condition was found to the cgm module. The complaint of a cs 215 call service issue was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 215 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.